Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and replaced the monitor and the system was returned to service. The suspect monitor was returned to the manufacturer for evaluation and the reported issue was confirmed. The monitor displayed a fluttering image.

Event description:
A medtronic representative reported that outside of a case, the monitor on the staff cart was flickering. The connections were checked and there were no broken pins or loose connections observed. The surgeon monitor appears normal. There was no patient present when this issue was identified. No additional information available.

Manufacturer narrative:
Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.